Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: regarding the events of ¿infarctions cerebellar right and lacunar stroke in the left anterior artery territory¿, the end date for the events were reported as ¿(B)(6)-may-2023.¿ the patient was discontinued from the study on (B)(6)2023 and the patient¿s status was recorded as ¿completed.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section a1. Cnv_2017_02: 01037-103. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral infarction is a known potential adverse event associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. There are patient, procedural, and pharmacological factors that may have contributed to the event with no indication of a device malfunction or defect. There is no medical evidence to indicate that the reported event was related to the device. However, the principal investigator assessed this event as possibly related to the device and to the primary procedure. Therefore, this event meets us FDA MDR reporting criteria under 21 cfr 803 with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study, a 46-year-old female (subject 01037-103) with a history of coronary artery disease and active smoking presented with an unwitnessed stroke on 13-may-2023. The patient was last seen well on the same day and presented to the treating hospital on the 14-may-2023. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism inputted at the crf was ¿undetermined etiologies¿. The patient presented a baseline nih stroke scale (nihss) score of 4 and a modified rankin scale mrs score of 0. The patient underwent an endovascular mechanical thrombectomy on 14-mar-2023 using a 5mm x 22mm embotrap iii (et307522/22k295av) device for an occlusion at the terminal bifurcation of the m2 segment of the right middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass (8 min incubation time) resulted in a mtici score of 2c with clot retrieval. No further passes were made. During the procedure, a guidewire was used, but the band was not specified. In addition, a 0.021 headway microcatheter (microvention), an 8 flowgate 2 balloon guide catheter (stryker), and a 0.055 axs catalyst (stryker) intermediate catheter were used. There were no reported intraoperative complications or study device deficiencies. 24-hour post-procedure nihss score was 3. The patient has been discharged home on 18-may-2023 with a nihss score of 1 and a mrs score of 1. The patient experienced ¿infarctions cerebellar right¿ and ¿infarction anterior left¿ on 16-may-2023. The principal investigator (pi) assessed both these events as moderate in severity, not serious, and possibly related to the study device and to the procedure. The events were not subject to any treatment or intervention. The adverse effects were considered to be a serious deterioration of health. The patient outcome has been recorded in the crf as recovered/resolved. Additional information was received on 06-jul-2023. Summary of relevant information provided: the post-pass mtici was assessed as 2b at 03:40 and the end of the procedure mtici of 2c was assessed at 03:55.